Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 was failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. A field service engineer found that a medication jam was identified in drawer 1.2 (mini drawer), which was causing operational failures during opening and closing. The customer resolved the issue by adjusting the medication placement to eliminate friction and ensure smooth drawer functionality with the guidance of fse. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.2 was failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.